Event description:
It was reported that during procedure, used guidewire to bring one microcatheter to reach mca (middle cerebral artery) to place stent (subject device). Delivered another microcatheter to reach aneurysm. When the stent (subject device) was advanced to half of connection between introducing sheath and the microcatheter, the stent (subject device) could not be advanced any more. Loosed the y valve and found the tip of stent (subject device) deployed in microcatheter and the tail was stuck in introducing sheath very tightly. The physician replaced the stent (subject device) and continued the procedure successfully. No clinical consequences were reported to the patient do to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the stent was seen to be deployed from the tip of an non-stryker catheter, the sdw (stent delivery wire) was seen to be kinked, the stent was seen to be deformed, and the introducer sheath was not returned. During a functional test, the sdw (stent delivery wire) was advanced to fully deploy the stent during analysis without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis. The stent was returned in the condition of deployed from the tip of an non-stryker catheter and once removed was found to be deformed. The sdw (stent delivery wire) was returned and and was found to be kinked. The introducer sheath was not returned for device analysis. Its likely when the reported resistance was felt while attempting to transfer the device through the catheter, manipulation of the device would have caused the damage noted to the device and the subsequent premature deployment. The as reported code as well as the as analyzed codes will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure, used guidewire to bring one microcatheter to reach mca (middle cerebral artery) to place stent (subject device). Delivered another microcatheter to reach aneurysm. When the stent (subject device) was advanced to half of connection between introducing sheath and the microcatheter, the stent (subject device) could not be advanced any more. Loosed the y valve and found the tip of stent (subject device) deployed in microcatheter and the tail was stuck in introducing sheath very tightly. The physician replaced the stent (subject device) and continued the procedure successfully. No clinical consequences were reported to the patient due to this event.